Manufacturer narrative:
Zoll has received the autopulse platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, during product training, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua 07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. No patient involvement.

Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and no physical damages were observed. Following the repair, the platform passed all functional testing criteria and met all required specifications. During functional testing, user advisory (ua) 07 error message displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).